Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow up performed on (B)(6) 2012, the battery of the subject pacemaker was depleted (battery impedance at 11.4 kohm) and no output was observed. The patient had an intrinsic ventricular rhythm being the result of conducted atrial fibrillation. Atrial lead impedance was at 2173 ohm while ventricular lead impedance was indicated as> 3000 ohm. The lead impedances measured with the pace system analyzer were normal. It was reported also that the battery impedance was measured at roughly 5 kohm during the previous follow up on (B)(6) 2012 and the estimated remaining lifetime was at that time at 57 months. The device was returned for analysis.